Manufacturer narrative:
This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated alinity I ca 19-9xr result for a patient. It is unknown whether the patient was diagnosed with pancreatic cancer. The following data was provided: on alinity ai02257 (unit 1): initial result: < 2.06 u/ml. Repeat on alinity ai02655 (unit 2): 56.93 u/ml. Sample underwent a second retest after ultra-centrifugation result on both instruments: ai02655: 2.08 u/ml and ai02257: about 2.5 u/ml (exact value not provided). The customer is questioning the elevated ca 19-9 result on ai02655. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I ca 19-9xr result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search for likely cause lot 33450fp00 did not identify an increase in complaint activity related to the issue under review. Tracking and trending were reviewed and did not identify any related trends for the product for the issue. This further investigation reviewed historical performance of reagent lot 33450fp00 was evaluated using worldwide data from customers in the field for alinity I ca 19-9xr assay. The above review was performed on lot 33450fp00. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 33450fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 33450fp00. The device history record was reviewed and did not identify any non-conformances, deviations, or potential non-conformances associated with the likely cause lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I ca 19-9xr reagent lot 33450fp00 was identified.